Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump shut off. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Pump failed sleep current test due to high currents. Successfully downloaded history files and traces using thus. Pump error 37 was found in the history files on the event date at 12:21:00.00. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, label damage (faded). Pump error 37 confirmed in the history files due to moisture damage on the pcba 1 and j5/pcba 1 connector. Unexpected battery power loss confirmed due to moisture damage on the pcba 1 and pcba 2. Cosmetic damage confirmed at the battery compartment during analysis. Pump failed sleep current test due to moisture damage on the pcba 1 and pcba 2. Pump passed full drive test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.